Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, dislodgement was observed via x-ray. When the programmer was used to follow-up, loss of capture was observed. During the explant procedure, the helix was unable to be retracted. The lead was explanted and replaced. The patient was stable.